Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable and erratic results from coaguchek xs meter serial number (B)(4) for one patient. The initial result at 9:26 am was 1.6 inr. The patient was reluctant to have his coumadin increased so a second test was performed. The second test was performed at 1:33 pm and the result was 3.4 inr. The customer originally thought the result of 1.6 inr result was correct because the patient¿s coumadin had been previously withheld. The patient's dose was not adjusted because they did not know which result was correct. A laboratory draw was performed since they did not know which result to believe, but the customer did not know the result. There was no allegation of an adverse event. The patient¿s therapeutic range was 2.0- 3.0 inr. There were no other changes in the patient¿s medication or diet. The customer did not know the patient¿s hematocrit. The patient was not taking heparin or direct thrombin inhibitors and did not have antiphospholipid antibodies. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 168936-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
No product was returned by the customer, therefore no further investigation was possible. None of the given treatments/medications are currently known to interfere with the accuracy of the test results.